Event description:
A doctor's office alleged that three (3) patients had experienced the loss of a veneer after placement with the nx3 dual cure clear cement and optibond solo plus products. This is the second of three (3) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor's office. A new veneer was cemented using the same nx3 dual cure clear and optibond solo plus products, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, an evaluation for adhesive strength was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.